Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code. (B)(4). Results code: results pending completion of evaluation. Conclusion code: conclusion not yet available-evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the one way (duckbill) valve was leaking during use. The vent tube was clamp by forceps. Blood loss of 10-100 ml. Product was not changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on june 12, 2017. (B)(4). The sample was not returned for evaluation. Ops valves are subject to a 100% leak test, which includes five different tests the units are run through to ensure there are no leaks and both the umbrellas and duckbills are functioning properly. These units are also 100% visually inspected both during the leak testing step and during packaging. A retention sample from the same product code/lot number combination was obtained. The retention sample was manually run through each of these tests to determine if the umbrellas were functioning properly; all tests passed. Visual inspection was performed on the retention sample, during which no anomalies were noted. It is possible that damage occurred to the device at some point after manufacture, causing the part to leak during use. During the investigation of a similarly reported event, simulation testing of the ops valve in an aortic root vent line found the ops valve to leak if the vent line was not properly clamped during cardioplegia delivery, and there was possible pressure buildup in the heart causing a positive pressure buildup in the vent line. The positive pressure relief valve then opened to release the pressure, and caused the ops valve to leak. If the unit had been used in the aortic root vent line, it is possible for this same event to have occurred. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.